Event description:
During insertion of the enterprise vrd system into the prowler select plus microcatheter (mc), it was reported that due to failed handling of the enterprise, the stent deployed inside of the mc hub. The prowler microcatheter and stent were removed as a unit from the patient, and another enterprise and microcatheter were used to complete the procedure. It was reported that there was no damage to the microcatheter. All the products were new and no damages were noted prior to and after removal from the package. All the products were prep per (IFU) instruction for use. A regular "y" connector was used with the microcatheter. During insertion, the y connector was closed to secure the enterprise introducer and prevent movement. A constant flush was maintained at all times through all the systems.

Manufacturer narrative:
The catalog and lot number of the prowler select plus are not available and the product has not been returned; therefore, a device history record review and device analysis cannot be completed. The procedure for the introduction of the enterprise vrd into the prowler select plus mc requires proper placement and securing of the introducer in the mc hub in order to provide an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. Based on the report that the enterprise stent deployed inside of the hub of the prowler select plus mc due to failed handling of the enterprise vrd, it appears that the event was due to procedural factors/user handling.